Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, during a lobectomy, the blades could not close. Complaint sample will be not returned. The current patient condition is stable. The surgery was not extended by more than 30 minutes. The device was not reprocessed or re-sterilized prior to use, a new device was used to complete the procedure.